Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while resecting the stomach, it was reported that the handle fired a few times and then froze. A new handle was opened and the case continued. There was no patient injury.